Manufacturer narrative:
Product analysis summary: a kink was evident on the hypotube, tactile testing confirmed kink. A sheath and stylette were in place on the device. It was not possible to remove the stylette. The sheath was cut longitudinally and moved proximally on the device in order to inspect the stent. The stent was positioned on the balloon between the marker bands as per specifications. There was no deformation evident to the stent. No deformation was evident to the distal tip. The inner lumen patency testing could not be confirmed as it was not possible to remove the stylette. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug eluting stent was attempted to be used to treat a severely tortuous, moderately calcified lesion exhibiting 85% stenosis in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the stent deformed occurred in vivo during positioning. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy. The physician completed the procedure using another resolute integrity rx stent (rsint22518x). The patient was reported to be alive with no injury.